Event description:
It was reported that cadd- cadd-legacy plus pump ? Over-delivery of medication. No patient or clinician injury.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing involved checking the device's accuracy and it was found to be out of specification for the upper limit. The investigation determined that a possible malfunction of the expulsor was the cause of the reported issue. The expulsor was adjusted. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Corrected data: b5 describe event or problem updated.

Event description:
Information was received indicating that during use the "reservoir volume empty" alarm sounded and no medical fluid remained in the bag. It was reported that the flow rate was 4.0ml/h.